Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter, other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider (hcp), and a manufacturer representative regarding a patient who was receiving morphine (25mg/ml at 24mg/day) and ketamine (2mg/ml at 1.92mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was having emergency surgery on (B)(6) 2019 and he was going to check into the emergency room (ER) on (B)(6) 2019. He was supposed to have his pump refilled on (B)(6) 2019, but now he was having surgery he would not be able to make his refill appointment. He had tried to call his hcp but the office was closed. Per the patient, the surgery was related to an issue with the pump but was unable to clearly clarify what the issue was. There was an issue with his spine and they thought something was wrong with the spinal disks. The event date was in 2015. It was later reported that the patient had experienced problems with the pump since it was implanted, per the hcp. The patient was having paralysis. It was later reported that the patient had a granuloma diagnosed on MRI. The patient experienced weakness and paralysis. Surgical intervention was to occur on (B)(6) 2019. A factor that may have contributed to this issue was the high medication concentration and dose. At the time, the issue was not resolved and the patient was "alive - with injury." There were no further complications reported at this time.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that a portion of the catheter remained implanted. The removed segment was sent to the lab and would not be returned to the manufacturer. There were no further complications reported at this time.